Event description:
It was reported that during right ventricular leadless pacemaker implant procedure, the helix was noted to become stretched. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found helix elongation consistent with having occurred during procedure. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.